Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the patient developed an infection at wound site after recent device implantation procedure. There was no known allegation from the physician whether the infection was caused by the device or procedure. The pulse generator and right ventricular lead were explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.